Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor errors several times. The blood glucose reading was 141mg/dl. Troubleshooting was performed. The caller stated that the drive support cap was flush. Reviewed the alarm history and the motor error alarms were found. Assisted the customer to run the displacement and self test and they passed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.